Event description:
Two samples with discrepant alkaline phosphotase results. Sample 1, initial result 134 u/l. Same sample repeated multiple times gave results of 32, 27, 27 u/l. Sample 2, initial result 157 u/l. Same sample repeated multiple times gave results of 119, 95, and 96 u/l. The initial results were not reported. The user performed maintenance and troubleshooting activities which resolved the issue.